Event description:
It was reported that during a da vinci-assisted incisional hernia procedure, the mega suture cut needle driver instrument was noted to have a broken cable. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suture cut needle driver instrument for failure analysis. The instrument was analyzed and found to have a fully broken grip cable at the grip hub. No pitch cable damage was identified.